Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reported experiencing elevated blood glucose level up to 500 mg/dl for one month. Patient stated she changed the accessories and took correction via pump; no success. Patient believes the pump delivers too low insulin. No adverse event reported. Requested return of the alleged pump for evaluation.